Manufacturer narrative:
Merge healthcare is further investigating the allegation from the customer to determine if any corrections or corrective actions are necessary.

Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On saturday (B)(6) 2016 a customer entered an allegation regarding merge unity pacs via the customer portal. Merge healthcare's unity support became aware of the case on monday may 9, 2016 during regular business hours. The customer reported a recently created test version of a merge unity structured report (sr) is not separating fields for ultrasound (us) obstetric (ob) exams with twins. With merge unity pacs not reporting patient information as expected, there is a potential for mistreatment or misdiagnosis. The issue was identified during creation of the sr template and no patient involvement was reported. (B)(4).

Manufacturer narrative:
Investigation into this issue yielded no expectation that the twin fetus structured report (sr) would only contain a single fetus. The software appropriately provided an error message with only a single fetus was provided. The software worked as expected when using standard sr exam forms with a twins sr. The software worked as expected with using ob send exam forms with an sr with twins. This issue was caused by the technologist work flow. They were performing all of the measurements for one fetus and sending that structured report to the pacs. They then performed all of the measurement for the second fetus and set that sr. This resulted in an error at time of processing the sr information. Issue related as work flow related. Pacs admin confirmed in conversation with (B)(6) on (B)(6) 2018 that she is aware of the resolution and that site work flow has been altered. No other review/investigation of this issue will be performed.